Event description:
A user facility medical director reported to fresenius that a leak occurred at the heparin line of the combiset bloodlines during the patient's hemodialysis (hd) treatment. The reported issue occurred within two minutes of treatment initiation on a fresenius 4008s machine. It was not reported that any defect or damage was noted to the bloodlines. The patient did not experience a serious injury or require medical intervention. The patient's estimated blood loss (ebl) was approximately 1 ml. Treatment was restarted on the same machine and successfully completed with new supplies. The sample is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility medical director reported to fresenius that a leak occurred at the heparin line of the combiset bloodlines during the patient's hemodialysis (hd) treatment. The reported issue occurred within two minutes of treatment initiation on a fresenius 4008s machine. It was not reported that any defect or damage was noted to the bloodlines. The patient did not experience a serious injury or require medical intervention. The patient's estimated blood loss (ebl) was approximately 1 ml. Treatment was restarted on the same machine and successfully completed with new supplies. The sample is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. However, a photograph of the alleged malfunction was received from the customer. A separation on the arterial line from the assembly of the heparin line to red "t" connector was noted from the photograph. The alleged failure mode was confirmed; a separation was observed according with the photo received from the customer. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint.